Event description:
The initial reporter alleged a possible false negative result for the anti-hcv g2 elecsys cobas e 100 assay on the cobas e 411 disk cu instrument for one patient sample. The sample was collected on (B)(6) 2020 and analyzed on (B)(6) 020 using the anti-hcv g2 elecsys cobas e 100 assay on the cobas e 411 disk cu instrument. The result was 0.055 coi (non-reactive). The same sample was transferred to an abbott sample cup and analyzed on the abbott architect i1000sr instrument using the anti-hcv assay, which yielded a result of 1.32 coi (reactive, cutoff value =1.0). On (B)(6) 2020, the same serum sample was analyzed at a different site using the anti-hcv g2 elecsys cobas e 100 assay on the cobas e 601 instrument. The result was 0.032 coi (non-reactive). The sample was further investigated at a cir laboratory using the anti-hcv g2 elecsys cobas e 100 assay on the cobas e 411 disk cu instrument, yielding a result of 0.070 coi (non-reactive). Additional testing with the fujirebio inno-lia hcv score assay yielded a negative result.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. Calibration and quality control data for the cobas e 411 and cobas e 601 analyzers were within the expected ranges. The sample in question, collected on (B)(6) 2020, was analyzed using the elecsys anti-hcv ii assay and yielded non-reactive results across multiple tests, including those conducted at the customer site and a cir laboratory. Additional testing with the fujirebio inno-lia hcv score assay also yielded a negative result. The reactive results obtained with the abbott architect i1000sr and western blot assays were deemed most likely false positive. A definitive root cause for the reported event could not be determined based on the available information.